Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +22.0d) was implanted in the right eye (B)(6) 2025. Postoperatively, the patient underwent 1 light adjustment and no lock-in treatments. On (B)(6) 2025, the lal+ was explanted and replaced with a new lal+. The site reported that the explanted lens has a "warped" appearance consistent with polymerization. The patient reported to the treating physician that they did not wear the provided uv protective eyewear while "gardening."

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).